Event description:
A peritoneal dialysis (pd) pt reported that his cycler had been alarming and he had slow filling and draining during treatment. He discontinued treatment. When reviewing his records with technical support he reported his fill volume was 2,800 ml. His drain 0 volume was 5,409 ml. He reported he had been feeling bloated. He switched to manual exchange to complete his treatment. The cycler is being returned for evacuation. The reported large drain of 5,409 ml was 193% over the expected drain volume which resulted in a reportable device malfunction. During follow up the pt's pd nurse reported the pt did not require any medical intervention and the pt reported no abdominal pain.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.